Event description:
Patient was hospitalized on (B)(6) 2026 due to worsening medical condition associated with underlying cancer and diabetes, not attributed to pod use. Patient reported wearing a pod at the time of admission. During hospitalization, patient reported difficulty changing the pod and a period without pod use. Elevated blood glucose levels greater than 500 mg/dl were reported during this time. Patient also stated that the pod did not double beep. No symptoms at the time of admission were reported. Patient stated concern for possible diabetic ketoacidosis; however, no diagnosis was confirmed. Treatment with intravenous insulin was reported. Patient remains hospitalized; discharge date is unavailable. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.